Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. A definitive cause for the reported inability to remove the gripper line in this incident could not be determined. The reported stretching of the gripper line appears to be a secondary effect of the inability to remove the line. The reported patient effect of foreign body left in the patient appears to be a result of procedural conditions, as the gripper line was intentionally cut to facilitate removal in which 4cm of the gripper line remained attached to the clip. It should be noted that the reported patient effect of failure to retrieve mitraclip nt system component (foreign body left in the patient), is listed in the mitraclip system instructions for use as a known possible complication associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.

Event description:
This is filed to report the inability to remove the clip delivery system (cds) gripper line (gl).it was reported that the initial mitraclip procedure was performed on (B)(6) 2017 to treat mixed mitral regurgitation (mr) with a grade of 3+. One clip (61015u178) was implanted reducing mr to 1. On an unspecified date, the patient returned experiencing dyspnea. Echocardiogram was performed confirming mr increased to 4 and tissue damage was noted lateral to the implanted clip. The clip remained stable and secure on the leaflets. On (B)(6) 2017, a second mitraclip procedure was performed. Imaging was challenging. The cds (70629u136) was advanced; however, the leaflets could not be grasped due to the anatomy. The clip was repositioned, reducing mr to 2. When establishing gl removability, after retracting of the gl, resistance was noted. Deployment was continued. After retracting the gl a few cm., the gl stretched and could not be removed. The cds was removed, and the steerable guide catheter was positioned below the heart to aid in gl removal; however, was still unsuccessful. A biopsy knife and a cutting balloon were unsuccessful in removing the gl. A snare device using electricity via a bovie device was required to snare and break/cauterize the gl to remove it. 4cm of the gl remains attached to the implanted clip. The clip remains stable on the leaflets. The patient is stable. Mr is at a grade of 2. No additional information was provided.